Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Identification of issue has been done by analyzing problem description, service report and device's logs. According to the information provided by the technician, the device failed flow transducer test during pre-use check. O2 gas module was checked and replaced to resolve the issue. The device passed all performance tests and was delivered to the user in working condition. Provided device¿s logs were not complete. The occurrence of the reported issue or other issues cannot be confirmed. The gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported as a defective o2 gas module may lead to stop of ventilation or low o2. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).